Event description:
This report is based on information provided by remote service engineer rse third-party bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the waveform keeps dropping out causing a delay in viewing the capnography. No reported impact to patient, procedure completed without delay.